Event description:
It was reported that prior to implant the mobile programmer patient connecter was used to interrogate the implantable cardioverter d efibrillator (ICD) and after approximately thirty minutes the patient connector lost telemetry with the ICD during programming of the ICD. It was attempted to interrogate the ICD again but the patient connector had disconnected from the mobile programmer application. Troubleshooting steps were taken and the issue was resolved. The patient connector remains in use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.